Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a code 1005, indicating an open circuit condition during a commanded shock delivered. Troubleshooting options were discussed and device system replacement was recommended. No additional adverse patient effects were reported. At this time de ICD and the right ventricular (rv) lead, remain in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a code 1005, indicating an open circuit condition during a commanded shock delivered due to high out-of-range shock impedance measurements on the right ventricular (rv) lead. Troubleshooting options were discussed and device system replacement was recommended. A revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.